Event description:
Customer reported being hospitalized with dka. Troubleshooting performed and pump appeared to be functioning as designed. Customer was introduced to change out set and inject as per md.